Manufacturer narrative:
This report is filed on march 06, 2018.

Event description:
It was reported that the patient's device was explanted (date not reported) due to headaches. It is unknown if there are plans to re-implant the patient with a new device during the same surgery.